Event description:
It was reported that approximately 23 months post-implant of a bifurcated device, a suprarenal aortic extension, and bilateral limb extensions, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type iii endoleak between the right limb extension and the bifurcated device. Reportedly, the patient was treated with a competitor's device to address the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigated the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Based on the review of the available information, possible causes for the reported type of endoleak was confirmed based on clinical assessment. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak could not be determined, but aortic vessel tortuosity, improper stent graft sizing, stent graft migration and/or aneurysmal disease progression are typical contributors. The investigation did not identify a device issue.